Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the noisy electrocardiogram (ECG) signal due to loose ECG connector, as a result the connector was replaced. Also, the tabs on the power cord bay door were broken, the screen hinge was loose due to loose hinge plate screws, the keyboard hinges were broken, and the system fan was noisy. Product ID: 2067 radio frequency programmer head; product ID: 229047 software analyzer; (B)(4).

Event description:
It was reported that the electrogram (egm) on the programmer was working intermittently, that there was noise present. It was further reported that the screen hinge was broken and that the plug cover was broken. It was also noted that the software analzyer "could not read" and had no connection to the programmer. The programmer and analyzer were returned for service. No patient complications have been reported as a result of this event.